Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received. The patient remains stable on biventricular extracorporeal circulatory support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that prior to surgery, during the preparation of the entire biventricular extracorporeal circulatory support system, a "motor disconnected: m2" alarm appeared on the screen. The entire backup system was used before the surgery. The patient remains stable on biventricular support. When a representative of the manufacturer connected the motor to a new primary console, the error still showed. After checking the cable, it showed an abnormal loose connector and possibly internal wire damage. No additional information was provided.

Event description:
Additional information: clarification was provided; the problem was immediately solved. The hospital was able to work with the backup system and the manufacturer sent another motor as a new backup.

Manufacturer narrative:
Manufacturer's investigation conclusions: the report of a motor disconnected: m2 alarm was confirmed and reproduced during testing of the returned centrimag motor sn (B)(4). The returned motor was evaluated and tested by the service depot under work order #(B)(4). The reported complaint was duplicated and verified during their evaluation. The motor was tested with a test 2nd gen primary console and flow probe. Once powered up, the console immediately displayed a motor disconnected:m2 alert, despite the motor being physically connected to the console. Additional testing of the motor's cable revealed an open connection in the drive phase a (a1+/a1-) connection which was determined to be a result of wire fatigue. The root cause of this wire fatigue could not be conclusively determined, but appeared to be a result of repetitive bending or twisting of the motor's cable during use. The damaged motor was scrapped. Corrective action (CAPA) has been initiated to investigate and address the issue. The returned motor was manufactured prior to the implementation of the CAPA. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.